Event description:
Bd insyte IV catheter pulled out of venous access by patient. Hub without inner canula is found in the bed sheets. All bedding, patient clothes and the floor examined thoroughly and no inner cannula was found. Dates of use: 2009. Diagnosis: IV antibiotics. Event abated after reintroduction: no.